Manufacturer narrative:
(B)(4). Damaged universal seal. Evaluation summary: the analysis results found that the b12lt instrument a was rec'd with the seal assembly deformed. The instrument was functionally tested for leaks and it failed when the test probe was inserted and removed. Only the sleeve for the b12lt instrument b was rec'd. The seal assembly was found to be deformed. The posts on the sleeve housing assembly were cracked. The lower ring was noted to be broken. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a lar procedure their leaked. Another device was used to complete the case. There were no adverse consequences to the pt.